Manufacturer narrative:
Findings: unit was received with normal operating currents. Also passed self-test, unexpected restart error test, rewind test and displacement test. However, unable to perform basic occlusion test, occlusion test due to complete broken reservoir tube lip. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, missing o-ring (reservoir tube) and cracked case at reservoir tube window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 9mmol/l. Customer reported that there is crack on the opening of the reservoir compartment and has fallen off. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.